Event description:
Initial ((B)(6) 2025): this serious case reported via telephone refers to a male consumer whose age, medical history, concomitant medications and allergies were not reported. The consumer reported that he was fitting the dentek maximum protection dental guard and experienced a broken tooth. He was using the guard after a tooth extraction because his "jaw was off." This case outcome is not recovered/not resolved. Meddra version 28.0. Expectedness: tooth fracture: unexpected. Device use issue. According to the company reference safety information. Follow up (11-sep-2025): the investigation was completed and imdrf coding has been updated. No new information was added or any other changes were made to the case.

Event description:
Initial (09-may-2025): this serious case reported via telephone refers to a male consumer whose age, medical history, concomitant medications and allergies were not reported. The consumer reported that he was fitting the dentek maximum protection dental guard and experienced a broken tooth. He was using the guard after a tooth extraction because his "jaw was off." This case outcome is not recovered/not resolved. Meddra version 28.0. Expectedness: tooth fracture: unexpected, device use issue. According to the company reference safety information.